Event description:
It was reported that during a remote follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. Provocative testing was performed and the noise was able to be reproduced. X-ray imaging was performed and insulation damage was observed on the rv lead, suspected to be due to abrasion with another lead. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition and will continue to be monitored.